Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0069102. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that syringe 1.0ml 8mm 90 bx 450 mo leaked and was unable to inject medication. The following information was provided by the initial reporter: material no:328289 batch no: 0069102 it was reported that the needles bend while drawing insulin and there is air in the syringes. Also, the consumer experiences needle pain during the injection and the insulin leaks from the injection site. Verbatim: consumer reported that the needles bend while drawing insulin. Consumer reported air in syringes. Needle pain during injection. Also, insulin leaks from the injection site during injection. Syringes were purchased through amazon. I advised consumer that amazon is not authorized to sell directly to consumers, I agreed to send one time complimentary replacement.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1.0ml 8mm 90 bx 450 mo leaked and was unable to inject medication. The following information was provided by the initial reporter: material no:328289 batch no: 0069102. It was reported that the needles bend while drawing insulin and there is air in the syringes. Also, the consumer experiences needle pain during the injection and the insulin leaks from the injection site. Verbatim: consumer reported that the needles bend while drawing insulin. Consumer reported air in syringes.needle pain during injection. Also, insulin leaks from the injection site during injection. Syringes were purchased through (B)(4) . I advised consumer that (B)(4) is not authorized to sell directly to consumers, I agreed to send one time complimentary replacement.